Event description:
It was reported that the patient's implantable neurostimulator (ins) had stopped working a few months ago. The impedances on the device were checked in the physician's office and all unipolar/bipolar lead electrode pairs showed >4000 ohms. There were no falls or trauma reported that were associated with the issue and the cause of high impedances was not determined. It was noted that the ins appeared to be in working order and was still okay but the physician decided to replace the ins. Fractures on the leads was not checked for. On (B)(6) 2015, both the lns and lead were replaced. The patient was reported as doing fine after the replacement surgery. The physician did not mention wanting the lead analyzed. Both the explanted ins and lead were not available for analysis as they were disposed after the replacement surgery case. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type programmer, patient. Product ID: 3889-33, lot# va0dqs6, implanted: (B)(6)2013, product type: lead. Product ID: 3889-33, lot# va0dqs6, implanted: (B)(6) 2013, product type: lead. Product ID: 3889-33, lot# va0dqs6, implanted: (B)(6) 2013, product type: lead. (B)(4).